Event description:
The customer's spouse reported via phone that the insulin pump was in rewind they could not get out of the setting. The customer was hospitalized for high blood glucose readings of 600 mg/dl. It was stated that the customer did not remove the needle shield off of the quick set and they were not receiving any insulin. The name of the hospital was huntington beach. The customer was wearing the insulin pump at hospital. The current blood glucose reading was 344 mg/dl. The high blood glucose readings were treated with a manual injection. The symptoms of the high blood glucose readings were nausea, vomiting, perspiring, and felt weak. The customer was assisted with checking the basal rates, the bolus wizard, and fixing the prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.